Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had been trying to recharge their implantable neurostimulator since two days ago ((B)(6) 2023) but they weren't able to connect because the recharger was not functioning properly. The patient stated they couldn't turn the recharger on and the lights would "just race." It was "not functioning properly". The patient stated when they first tried to do it on the 29th, they thought the recharger wasn't charged enough so they put it back on the dock and left it overnight and tried again yesterday however it still had the racing lights. Patient services offered to troubleshoot with the patient however the patient was at their infusion and did not have the recharger available. The patient stated they would call back later to troubleshoot when they were with the external equipment. On (B)(6) 2023 patient called back in regard to this case to continue troubleshooting when they had their equipment with them. Had patient perform hard reset on recharger on the docking station and outside of the docking station. Confirmed docking station was charging recharger properly and there was no damage to charging dock. Troubleshooting did not resolve the issue.  Agent sent repair request for replacement recharger. Additional information was received from the patient. They called back and reported that the replacement recharger is working well. The caller wanted to know which pieces needed to be returned. Reviewed to only send back the recharger.

Manufacturer narrative:
Continuation of d10: product ID wr9220; serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: product analysis wr9220: patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.